Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope to perform failure analysis. The endoscope was analyzed and it was found to have an error 48402 for camera tip. Additional observation: during inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The cable integrated connector paddleboard exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable proximal end. The endoscope was visually inspected and found with minor cut to the cable insulation. The endoscope was visually inspected and found with glue damage on fiber distal tip. The endoscope was visually inspected and found with damage to the button pack assembly. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 30-degree endoscope plus horizon was not steady. The procedure was completed with no reported injury.